Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high", a specific value was not provided. To address the elevated blood glucose, the customer administered a manual bolus and resumed insulin delivery without needing third-party assistance.